Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was hospitalized for worsening heart failure symptoms. Upon interrogation, this lv lead was found to be not capturing. The lv pacing vector was reconfigured and the pacing output was increased to ensure capture. No further adverse patient effects were reported.